Event description:
Reportedly, a remote transmission received on (B)(6) 2024 reveals in the report that the tachogram of an episode which resulted in a shock does not seem to correspond to the egm. Indeed, in the tachogram, the shock is not displayed, whereas it is in the egm. In addition, 4 atps are indicated on the tachogram and only 2 atps on the egm, which appear to be different from those on the tachogram.

Event description:
Reportedly, a remote transmission received on 30 march 2024 reveals in the report that the tachogram of an episode which resulted in a shock does not seem to correspond to the egm. Indeed, in the tachogram, the shock is not displayed, whereas it is in the egm. In addition, 4 atps are indicated on the tachogram and only 2 atps on the egm, which appear to be different from those on the tachogram.

Manufacturer narrative:
Analysis synthesis: analysis of the reported problem revealed that the report only displayed the first page of the tachogram, which only covers the first two minutes of the recorded episode. About the egm, in case of a long episode, the entire episode is not entirely displayed and is segmented by two vertical lines with a white space between them. Both tachogram and egm are displaying the correct information about this episode which was displayed according to all established specifications. Therefore, and based on available data, no issue is suspected on the smartview website.